Event description:
The customer contact reported a tubing separation. Prior to patient use, while priming the tubing with hyperalimentation, the tubing separated from the filter. The tubing set was replaced and the therapy was initiated. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.